Manufacturer narrative:
(B)(4) method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on previous investigations on similar complaints. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage reported was most likely due to impact to the subject neopuff unit. It should be noted that the subject neopuff unit was 14 years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in the us reported that the gas inlet valve of an rd900 neopuff infant resuscitator had 'a big chip'. No patient consequence was reported.